Event description:
A customer reported an error, identified as cgm error 42, with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, and the customer successfully began their sensor session.